Manufacturer narrative:
Serious injury; intervention required. Manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation: the valve was received submersed in the return kit. Scratches on, and a deformation of, the outer housing of the valve was observed through the visual inspection. Additionally, significant residue was noted on the pre-chamber as well as visible deposits inside the membrane. Permeability test: this test has shown that the valve, shunt assistant and pre-chamber were permeable. Adjustment test: the valve was adjustable to all settings. Braking force and brake function test: the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer-controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a testing apparatus which simulates a cerebrospinal fluid (csf) flow. The valves were shown to operate within acceptable tolerances. Results: after the tests, we have dismantled the valves. Inside, we found slight build-up of substances (likely protein). Based on our investigations, we are unable to substantiate the claim of occlusion or under-drainage. At the time of our investigation, all elements of the shunt system were permeable and the valves were operating within the specified tolerances. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the po valve is blocked and underdrained. File entered with limited information. Delivered with the return kit inside an unknown liquid. Height (cm): 162.